Event description:
It was reported that the patient experienced infection at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted. The patient was prescribed antibiotics.

Manufacturer narrative:
The date of event is estimated.